Event description:
The unit with handpiece was primed and tuned before the procedure started. Everything checked out. During the procedure the unit had low power then stopped working. Staff did not want to proceed further. The patient sustained vitreous loss with lens drop. Doctor received a consult to send the patient to a specialist for the corrective procedure, which involved removal of lens material via a pars plana approach.